Manufacturer narrative:
The device was received and analyzed. A visual inspection of the biomonitor iii showed no anomalies. The memory content of the device was inspected, showing a normal device function while implanted and in service. The quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly.

Event description:
Patient requested device explanted. The biomonitor was implanted in the sternum and they believe that it was hitting the clavicle which was causing her pain. Should additional information be received, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.